Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's wife reported the pt experienced elevated blood glucose of 300 mg/dl, bent infusion set cannulas, and insulin leakage while using the infusion sets. His normal blood glucose range is 100-120 mg/dl. He self treated by changing the headset and either bolusing through the infusion device or injecting insulin via syringe to lower his blood glucose. He would begin to feel unwell and would look at the infusion site and find insulin leakage beneath the adhesive or a bent cannula that was not in his body. He inserts the headsets either manually or by using the insertion device around his waist and back. This occurred up to 3 times in one day. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for eval.